Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a right total hip arthroplasty in 2009 using depuy pinnacle metal on metal and a tri-lock stem. Patient presented pain and was brought to the or for a right total hip revision. The acetabular cup, liner, and head were explanted and a competitive cup and liner was placed in, while a depuy ts revision ceramic head was also implanted. Doi: 2009; dor: (B)(6) 2018; right hip.